Event description:
It was reported that post op a gastric band procedure, the port had flipped. The port was removed and replaced. The port removed was in the locked position and hooks were not in contact with the fascia. There were no pt complication during the revision surgery.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.